Manufacturer narrative:
Additional information added to h6 an h10 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external dialysate leak from the dialyzer port was observed. Treatment was stopped and the blood was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.